Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2024. It was reported that the patient¿s blood glucose level was ¿low¿ (<1.1 mmol/l) (<20 mg/dl). Symptoms reported include seizures and loss of consciousness. The patient's mother injected glucose pen and called the ambulance. The patient was transported to the hospital via ambulance where they were given an apple and banana. The patient was put on intravenous just in case, but fluids were not administered. The patient was released the following day on (B)(6) 2024. Device was discarded.